Event description:
On (B)(6) 2005, a gore propaten vascular graft was implanted in the femoropopliteal position. An infection was noted at the site of the incision prior to graft implantation. Approx 23 days post implant, a thrombectomy and graft extension to the crural artery was performed. Pt's condition is not available. No further info will be available.